Event description:
The customer stated the device would beep without blood being applied. The device would run as if doing a test. The customer would apply while the unit was performing the test in order to get a result. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.